Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 2.75 x 28 mm xience xpedition stent in the left anterior descending artery. No adverse patient event occurred during the procedure and the patient was discharged to home on (B)(6) 2013 in good condition. During the procedure, the patient was placed on an angiomax drip and was started on aspirin and brilinta (antiplatelet) post procedure. On (B)(6) 2013, the patient was re-admitted to the hospital with angina. Electrocardiogram (ECG) indicated an st elevation myocardial infarction (mi). Angiography was performed and thrombosis was noted in the stent. During the procedure, the physician had difficulty crossing the proximal edge of the stent and thought that, possibly, an edge dissection had occurred during the index procedure, but dissection was not confirmed. The physician was able to cross a thrombectomy catheter to the target site and the thrombus was aspirated. A 3.0 x 38 mm xience xpedition stent was then implanted. During the second procedure, the patient was placed on an angiomax drip and an integrillin drip. Post procedure, the brilinta was discontinued and effient was started. The patient was discharged to home on (B)(6) 2013 in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore an analysis of the complaint device could not be completed. The reported patient effects of angina, myocardial infarction, dissection, and thrombosis are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot was not performed because the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.